Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was in increased right ventricular pacing threshold with a loss of capture. The device was reprogrammed and the patient was in stable condition.